Manufacturer narrative:
The details of extravasation procedure are unk at the time of this investigation.

Event description:
Approximately 3 months post op for a vertebroplasty procedure, the pt was experiencing pain. A cat scan and x-ray revealed a cement leak about 4 cm in size that extended into the l2-l3 disc space and near the inferior vena cava. An extravasation is planned in order to remove the cement.